Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection and migration. The device was sent for culture. The ICD is no longer in service. No additional adverse patient effects were reported.